Manufacturer narrative:
Date of event: the journal of foot & ankle surgery 52 (2013) 88¿94. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Event description:
Journal article received: solid bolt fixation of the medial column in charcot midfoot arthropathy; martin wiewiorski, md, tetsuro yasui, md, phd, matthias miska, md, arno frigg, md, victor valderrabano, md, phd; the journal of foot & ankle surgery 52 (2013) 88¿94 reported: eight cases, 6 males and 2 females with a mean age of 63 years (range 46 to 80) with a mean postoperative follow-up period of 27 months (range 12 to 44) between october 2007 and july 2010, were assessed to evaluate the effectiveness of solid intramedullary bolt fixation for symptomatic charcot neuroarthropathy. Surgery consisted of aligning the medial column and midfoot using an intramedullary placement of a 6.5 mm midfoot fusion bolt manufactured by synthes. This report is for (B)(6) male, with a history of alcoholism, alcoholic peripheral neuropathy, a preoperative foot ulcer and previous metatarsal fusions, who underwent a retrograde mid-tarsal bolt insertion on an unknown date. It was noted on follow-up that the removal of the bolt was necessary due to a deep infection followed by massive osteolysis and collapse of bone structure, date of removal unknown. A copy of the literature article is being submitted with this medwatch. This report is 1 of 1 for (B)(4).